Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty front panel. However, the specific cause of the faulty front panel was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high pressure insufflation unit¿s switches were failing. According to the initial reporter, this event occurred during reprocessing and had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel was confirmed defective and caused to reported switch failure. Additionally, the feet on the unit was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.